Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis, experienced left breast prosthesis deflation and hypoplasia post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device and on the shell surface. During evaluation leak testing was performed according with mentor procedures and it revealed a rent observed on the anterior aspect, measuring approximately <0.1 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. The manufacturing record evaluation (mre) for the lot number 7290072 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).